Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue touchscreen issue could not be verified and the alleged malfunction was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that after the customer dropped the pump, the touchscreen was unresponsive. Upon examining the pump, an unidentified malfunction occurred and pump would not turn back on. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method in insulin therapy.